Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient has a composix kugel hernia mesh implanted to repair a hernia defect. (B)(6) 2013 - the patient presented to the hospital with pain. The patient was admitted and found to have new inflammatory changes and a possible infected mesh. (B)(6) 2014 - the patient underwent surgery to remove the composix kugel patch, resect approximately two to three feet of small bowel, and extensive lysis of adhesions. The bowel was found to have eroded into the mesh (B)(6) 2014 - the patient had an office visit for wound care treatment of his midline incision. The attorney alleges the patient experienced pain and was seriously and permanently injured. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with large ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "the patient has a large hernia sac and hernia defect in the upper abdomen with small bowel. This required adhesiolysis. There was also a well-defined umbilical hernia. The umbilicus was freed from the freed from the underlying hernia defect, extending from the ventral hernia to just down under the umbilicus. Once the anterior abdominal wall was freed, a large oval composix kugel mesh was placed in the peritoneal cavity and sutured.¿ (B)(6) 2010 - patient was diagnosed with diverticulosis during colonoscopy with biopsy. (B)(6) 2013 - patient had right lower quadrant abdominal pain and was diagnosed with small bowel obstruction. 14-jan-2014 to 09-nov-2014 - patient frequently visited hospital for abdominal pain and possible infected mesh thereby underwent IV antibiotic therapy. (B)(6) 2014 - patient was diagnosed with cholecystitis thereby underwent repair with removal of the mesh. Per operative notes, "mesh was encountered and was adherent to the small bowel with actual noted erosion of the small bowel into the mesh which was excised along with small bowel. Extensive adhesiolysis was performed. Gallbladder was then removed form the right upper quadrant." Attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, erosion of mesh into bowel and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced inflammation, possible mesh infection, lysis of adhesions, and erosion of the bowel into the mesh. Inflammation and adhesions are known inherent risk of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix kugel mesh patient was diagnosed with bowel obstruction, infection, hernia recurrence, erosion, bowel perforation, inflammation, adhesions and abdominal pain thereby underwent repair with the removal of mesh. Per op notes ¿noted erosion of the small bowel into the mesh.¿ hernia recurrence is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced inflammation, possible mesh infection, lysis of adhesions, and erosion of the bowel into the mesh. Inflammation and adhesions are known inherent risk of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient has a composix kugel hernia mesh implanted to repair a hernia defect. On (B)(6) 2013 - the patient presented to the hospital with pain. The patient was admitted and found to have new inflammatory changes and a possible infected mesh. On (B)(6) 2014 - the patient underwent surgery to remove the composix kugel patch, resect approximately two to three feet of small bowel, and extensive lysis of adhesions. The bowel was found to have eroded into the mesh. On (B)(6) 2014 - the patient had an office visit for wound care treatment of his midline incision. The attorney alleges the patient experienced pain and was seriously and permanently injured.